Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) power cord was missing a wall prong. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the power cord. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.